Manufacturer narrative:
It was reported that the bed was sparking when plugged in. No injuries were reported related to the incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sparking.